Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 75%. However, 18 minutes later when the charging ended, the gauge displayed 5%.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables. Reportedly, the customer did not check their blood glucose level. It was confirmed that the customer had manual injections available.